Event description:
It was reported that a filter limb detachment and filter limb perforation were identified incidentally during an examination of the pt for another medical condition. The detached limb was located in a branch of the pulmonary artery. Two filter limbs appeared to have perforated the cava wall, with one extending into the aorta and one into the duodenum. The pt was referred to another facility for retrieval. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. Case images were not provided for evaluation. It was reported that there was a PICC line placed after the filter was implanted. Without films, it is unk if the placement of the PICC line adversely affected the filter. The result of the investigation is inconclusive. Definitive root cause is unk. The current IFU (instructions for use) states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include, but are not limited to the following: perforation or other acute or chronic damage of the ivc.